Event description:
The customer's spouse called and reported the insulin pump alarmed with no delivery during manual prime. Customer's blood glucose was 126 mg/dl. Troubleshooting was begun but abruptly ended per customer's wishes. Customer stated he wished to perform a complete set change. He was advised to monitor and call back if issues were to recur.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.